Manufacturer narrative:
This info was not provided on medwatch report received. Additional info has been requested. Subject device is an instrument and is not implanted. (B) (4). Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. (B) (4). (B) (4). (B) (4).

Event description:
Drill bit broke while drilling bone to place a screw and tip remained in pt. Piece was visualized by surgeon, attempted removal was unsuccessful. It was determined due to risk involved left in place and new drill acquired and new procedure was without incident.